Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the brightness adjustment did not function and tissue was indistinguishable. The problem occurred during a procedure. The intended procedure was completed using the same device. A delay in procedure occurred of 20 minutes due to the problem. There was no adverse health effect to the patient that occurred, attributed to the delay. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation. During the evaluation, a bad scope socket was found. The reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 3 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue could not be determined. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.